Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia & new zealand (oaz) for evaluation. Oaz checked the subject device and found the reported phenomenon. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by oaz, omsc surmised that the image was not displayed due to a communication failure caused by the partial cable break. The exact cause of the partial cable break could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus but has not been returned yet.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed.there was no report of patient injury associated with the event.